Event description:
It was reported that the high pressure audible alarm is defective. No additional information.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The device was received with a damaged alarm reed and minor wear and tear on the housing around the battery compartment. Performed high pressure functional tests and a visual inspection. The investigation showed the device had a damaged alarm reed. The root cause was user interface. Replaced the alarm reed and performed preventative maintenance. E4 was unknown.